Event description:
The device result was 38mg/dl when the emis responded to a call. The emis tried to retest two more times and obtained an err error twice on the device, delaying treatment to the patient until they transported him to the hospital. The device was replaced and requested to be returned for evaluation.